Event description:
A user facility reported that during intraocular lens (iol) implant surgery, the haptic was found to have been broken during the insertion process and it was not used. A second lens was injected into the eye but the haptic of that lens also broke off and "caused a major vitrectomy". Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 04/11/2012 by fax, and mail. A completed questionnaire has not been received. (B)(4).